Manufacturer narrative:
Initial reporter is a siemens affiliate. Telephone number of reporting facility is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that the axiom artis dfa system x-ray would not function during an interventional procedure. The procedure was continued and finished using an alternate system. At the time of this report, adverse impact to the patient's health as a result of this event has not been reported to siemens. Siemens has requested additional information in order to investigate the reported event. The event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The detailed investigation showed that the generator board d510 was defective and the triggering of radiation was not possible. The system was installed in 2007. A possible systematic error could not be detected by the investigation and no field corrective action is necessary. The affected board d510 has been exchanged by the local service organization. The error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.